Event description:
During an in-clinic follow while performing a manual threshold test, a loss of capture was observed on the right ventricular channel. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.